Event description:
The customer called to report water underneath the screen. The customer stated that the insulin pump had no cracks. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.